Event description:
A physician reported that trocar blade could not punctuate during surgery. The procedure type and surgery completion details were unknown. There was patient contact but no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).